Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. The patient reported poor communication. The patient reported that back in september, a manufacturer¿s representative (rep) tried to connect to his recharger to his ins, but it wasn't connecting. The patient reported that his ins more than likely shifted and it took the rep 45 minutes to get a connection. The patient reported that the rep thought that it was due to the ins shifting. The patient reported that his device wasn't currently working at all because he hadn't been able to charge. The patient reported that the reason for not charging was a coupling issue. It was noted that the patient hadn't charged since (B)(6) 2017. The patient reported that he could physically feel that the ins was not in the same place and the rep confirmed that it looked like it moved. No further complications were reported. Additional information was received from a consumer via manufacturer representative. Patient reported that the ins in pocket was such a way that they cannot recharge. Device was overdischarged and the pocket site was sore. Patient tried to recharge in past but could not get any bars and when he does, he would have to hold the recharger in such a way that would create a lot of pressure on pocket site. The ins could not be read. Patient did not have time for trickle charge and said he has had to do that twice in the past. Patient was advocating for pocket revision and ins replacement. It was going to be discussed with physician at the next appointment - no plans were made at the time of this report. The issue was not resolved. On (B)(6) 2018 rep reported that she looked up patient's history and did not see any manufacturer rep seeing the patient in september time frame or before she met with him on (B)(6) 2018 . Patient may have met with the hcp or their staff and that's what they might be confusing the rep with. The patient lives really far from the doctor's office. When rep met with the patient, patient did mention that they think the ins might be shifted, but when rep palpated the ins site, she did not think it was shifted or tilted. However, patient stated that he just cannot charge the device and he has tried many times for longer periods of time. Rep did not know the cause why patient could not get the device charged. Patient told the rep that they were getting excellent therapy and it only stopped once the device died because of his inability to charge it. Patient did not provide the exact date of when that happened. Patient has an appointment on the (B)(6) and the hcp's plan is to perform a fluro to check the device position in the pocket and do reprogramming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via a manufacture representative reported that due to the ins shifting it was taking the patient 6-8 hours to charge the ins to 25%. The ins was replaced on (B)(6) 2018. No further complications were reported.